Manufacturer narrative:
D.4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that unable to undo the discharge status. A technical support specialist (tss) dialed into the server and confirmed that the patient status showed as discharged on (B)(6) 2026, with an admitted status dated (B)(6) 2026. An all-device events report was run, which showed no transactions since the admitted date was later than the discharged date. The customer was emailed with case updates and advised to update the discharge date to a future date or send an a01 message for the patient. Multiple follow up attempts were made without response from the customer, and the case was proceeded to completion. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, it was not possible to undo a discharge outside the designated window. The customer stated that there was a delay in patient care, as they were unable to search the patient. There were no adverse events or injuries reported based on this event.